Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #1016427-2012-00044 and 1016427-2012-00045.

Manufacturer narrative:
As report by a sales representative, the tip of a sgw atw .014 j floppy 300cm wire separated / embolized in the vessel during a procedure. It could not be removed from the patient and 1-2cm piece was left in the body. The physician saved the first wire that was opened for the procedure but was not used because the tip frayed while removing from the package. The patient is a (B)(6) male. The target lesion location was the right coronary artery (rca). The rate of stenosis was 95%. A radial approach was used to access the patient. The physician opened the first atw wire and when removed from the packaging it was noticed that the tip of the wire was frayed. The device was put aside and another atw wire was used. The wire crossed the lesion and a jr4 guidecatheter was advanced over the guidewire. Then a 2.5x22 stent was placed at the lesion and post dilated. When the balloon was removed from the patient it was noticed that the tip of the atw wire had separated / embolized in the vessel. The separated portion of the wire could not be removed from the patient. The customer discarded the actual wire that had separated. EKG's were checked and were normal. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The flexible, "delicate" nature of the "floppy" tip configuration requires due care in handling and use, as directed in the device instructions for use (IFU). Tip fractures have been reported in procedures involving guidewire entrapment, total occlusions, highly tortuous vasculature, and small side branches. The IFU warns to "never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. In addition, if any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel. With the limited information available, and no product return, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. However, vessel characteristics (95% stenosis) and procedural factors are likely contributing factors. Based on the device history record review, there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #1016427-2012-00044 and 1016427-2012-00045.

Event description:
As report by the sales rep, the tip of the atw wire separated / embolized in the vessel. It could not be removed from the patient as 1-2cm piece was left in the body. The physician saved the first wire that was opened for the procedure but was not used because the tip frayed while removing from the package. The patient is a (B)(6) male. The target lesion location was the right coronary artery (rca). The rate of stenosis was 95%. A radial approach was used to access the patient. The physician opened the first atw wire and when removed from the packaging it was noticed that the tip of the wire was frayed. The device was put aside and another atw wire was used. The wire crossed the lesion and a jr4 guidecatheter was advanced over the guidewire. Then a 2.5x22 stent was placed at the lesion and post dilated. When the balloon was removed from the patient, it was noticed that the tip of the atw wire had separated / embolized in the vessel. The separated portion of the wire could not be removed from the patient. The customer discarded the actual wire that had separated. EKG's were checked and were normal. There was no information as to how or if the piece of wire was removed from the patient. There was no injury to the patient.